Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. No patient complications were reported in relation to this event. Additional information will be provided if it becomes available.